Manufacturer narrative:
(B)(4).

Event description:
The representative reported the lead showed impedance readings >4000 ohms across all contacts during a stage 1 implant. The patient had no motor response. The lead was advanced, pulled out, etc. But the issue would not resolve. The lead was replaced and the issue resolved. Additional information received reported the patient had no symptoms related to the high impedance. The patient's indication for use was urinary dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/pelvic floor.